Manufacturer narrative:
Placeholder.

Event description:
Account reported nasally placed incisions post catalys. The system operator reviewed the surgeon templates and confirmed the templates for right eye and left eye were the same, both right eye templates.

Manufacturer narrative:
In initial report, "other" was selected in error. The categories for outcomes attributed to adverse event are not applicable to the event as it pertains to a product problem. Abbott medical optics¿ investigation subsequently identified the operator user of the catalys system may inadvertently plan cataract incision treatment for the operative eye template settings (right or left eye) to be saved into the opposite eye template settings and is interchangeable. Amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding verification of all treatment parameters prior to proceeding with treatment. In addition, amo is developing and implementing catalys system software version 3.00.06 as a correction and will implement worldwide.

Manufacturer narrative:
(B)(4) - district application support manager (dasm) was at the account at the time of the event. After the event the technician corrected the cataract axis to represent the surgeon preference in the surgeon template for each eye then began usinga tester patient, planning a treatment. She selected right eye in the patient information screen then proceeded through to cataract incisions without error. She then went back to patient info screen and reselected left eye and proceeded again without a problem. The dasm walked away from the gui (graphical user interface) to the other side of the room and the technician continued with back and forth in patient info screens reselecting the fellow eye. A few minutes later, the technician called out and reported it occurred again (the template axis location switched to the fellow eyes info). The dasm confirmed when she walked over to the gui the incisions were nasally placed, but she never saw the process the technician took to get there. All pertinent information available to abbott medical optics has been submitted. Placeholder.